Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the guardians noticed an obvious decline of the child's auditory performance after an accidental fall down on (B)(6) 2011. Problems of outer devices have been excluded and history of head crash is admitted by the guardians. Testing shows that the device has malfunctioned.